Manufacturer narrative:
(B)(6). The actual device was returned and is currently pending evaluation. Once (B)(4) evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the handle was heating up on the motor device. There were no delays to the planned surgical procedure. It was not reported if spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device heated up and ran at only 47,000 rotations per minute (rpms). Therefore, the pretest was unable to be completed. The reported condition was confirmed. It was determined that the device heated up and ran at low rotations per minute (rpms) because the device was dirty and corroded. The device showed signs of damage that was indicative of damage caused by the sterilization process/immersion during cleaning, which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and /or possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.